Event description:
It was reported that the pta balloon inflated and deflated properly within a stent; however, following successful retraction, some of the balloon fibers were noted to be frayed. There was no retraction difficulty reported. There was no stent movement reported. There was no patient injury reported.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A complete manufacturing review could not be performed as the lot number is unknown. The investigation is inconclusive, as the sample was not returned for evaluation. It is unknown whether the balloon caught on the stent during the procedure, resulting in the fibers fraying. It is unknown if patient and/or procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. See scanned page.